Manufacturer narrative:
A 6mm x 8cm x 135cm powerflex pro "balloon burst out of vessel". There was no patient injury reported. One product was returned for analysis. A non-sterile powerflex pro 6mm x 8cm x 135cm pta balloon catheter was returned. Per visual analysis, the balloon was coiled inside a plastic bag, no other anomalies were noted. Per functional analysis, a three-way valve was attached to the inflation lumen port, pressure was applied to the device to inflate the balloon and a leakage was observed. Per sem analysis, the outer surface of the balloon revealed evidence of scratch marks adjacent to the balloon rupture. Therefore, it can be assumed that mechanical damage due to a sharp object caused the condition on the balloon. A product history record review of lot 17398062 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the safety information in the instructions for use, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17398062 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mmx8cm 135 powerflex pro "balloon burst out of vessel". There was no patient injury reported. The device is expected to be returned for analysis.